Event description:
It was reported that during deployment of a vascular stent, a noise was heard after the stent was partially deployed and the thumbwheel could not deploy the remainder of the stent. The entire device, including the stent, was removed from the pt without incident. Two other vascular stents were successfully implanted. There was no report of injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.